Event description:
The customer reported the system displayed a fast stop error message. This message will result in a shut down situation for the customer. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a ribbon cable. The system operates as intended.